Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined at this moment. However, it is known that there was possibility of bleeding due to ligating the tissue forcibly. The instruction manual of the subject device warns; do not try to forcibly remove the loop if it becomes caught on the distal end of the coil sheath. Forcible removal of the loop could cause patient injury such as punctures, hemorrhages or mucous membrane damage.

Event description:
The three subject devices were used during polypectomy. The polyp was unintentionally cut by the loop of the subject device and bled while using the first device and the second device. It was unknown which device was related to the bleeding. The doctor had to release the loop without stopping bleeding. The third loop was released before ligating because the ligating was difficult. It was unknown that whether the doctor completed to stop bleeding. However it was informed that the doctor completed the polypectomy with another device.